Manufacturer narrative:
Carefusion file identifier: (B)(4). The customer did not provide information related to the primary device that the user interface module was connected to and additional information has been requested but no further information has been provided yet. Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen goes blank. There was no patient involvement associated with this event.